Event description:
It was reported that the insulin pump alarmed motor error and physical damage. Customer stated the lower left and lower right of a display screen had a crack. No further information provided.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm tests. The insulin pump was unable to prime during the prime test due to a faulty gold force sensor resistor. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.